Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for a suspected atrial arrhythmia with rapid ventricular response (rvr) resulting in exhaustion of tachycardia therapy. Further review was recommended to the physician. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.